Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced an elevated blood glucose of 363 mg/dl after receiving an occlusion alarm. Troubleshooting with tandem customer technical services determined the pump is functioning as intended. The infusion set tubing was determined to be the location of the occlusion. The customer changed out the tubing and was able to resume insulin. Customer was unable to provide infusion set manufacturer.